Manufacturer narrative:
The customer's report that the device failed ground resistance testing was observed during incoming testing, however was not duplicated after extensive testing. The ECG connector and a flex cable were replaced as precaution. The customer's report that the pacer output was out of specification was not duplicated after extensive testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification and the device failed earth ground resistance testing. Complainant indicated that there was no patient involvement in the reported malfunction.